Event description:
The customer reported getting no shock delivered messages during neonatal cardioversion. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported getting no shock delivered messages during neonatal cardioversion. No adverse patient impact was reported. The "no shock delivered" message is given when the patient impedance is out of range (25-180 ohms). This message is described in the mrx IFU. The available information is fully consistent with the device working as designed and intended in giving this message. The IFU describes troubleshooting steps for this message. We are considering this a user error regarding patient impedance and no malfunction of the device.